Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). (B)(6).

Event description:
Customer received results of 13 mmol/l and 3.8 mmol/l on mobile system 1, and a result of 3.6 mmol/l on mobile system 2 within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device however the test cassette was not returned.